Event description:
Caller alleged discrepant inratio inr results in comparison to the laboratory inr results. Results as follows: date: (B)(6) 2013, inratio inr: 3.3, laboratory inr: 5.2, time between tests: 4 hours. Therapeutic range is 2.5 - 3.5 for the patient. Reportedly, the meter was not in the correct mode when finger stick was performed. Additionally, the patient experienced excessive bleeding and some bruising after venipuncture. The patient's coumadin dosage was withheld based on the laboratory results. There was no additional information provided.

Manufacturer narrative:
Investigation pending.